Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates that the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the external device displayed the elective replacement indicator (eri) earlier than intended. The ipg has the appropriate level of battery voltage to provide therapy. No additional information available at this time.